Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that high blood glucose they corrected using an insulin pen. The customer reported past event of rewind anomaly. The customer stated that drive support cap was intact and no damage on the insulin pump. The customer stated that displacement test was performed and passed. The insulin pump will not be returned for analysis.